Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found on the rotor. The rotor bearing was worn and the tps flex was delaminating.

Event description:
It was reported that during a procedure the remb osc saw would not function and the procedure was cancelled. No patient or user injury was reported, and no adverse consequences were alleged with this event.